Event description:
The customer contact reported the device touchscreen did not respond. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.